Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.0/+2.5/083 diopter, in the patient's left eye (os) on (B)(6) 2012. The lens was reported as having a low vault and remains implanted. The patient experienced a refractive change overtime. The patient's post-op best-corrected visual acuity (bcva) was 20/16.

Manufacturer narrative:
Resubmission of supplemental MDR#1 requested by FDA. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found haptic bent and there was foreign material on lens surface specified as fibers. Claim #(B)(4).